Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, after deploying the first clip and retracting the clip delivery system (cds), a floating structure was noted on the tip of the steerable guide catheter (sgc). Aspiration was performed, however after flushing the guide, the structure was visible. Guide was replaced with another guide. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.